Event description:
During a paroxysmal atrial fibrillation procedure, a blood leaked was noted from the sheath. After repeated confirmation outside the body, the sheath tube was replaced. The atrial septal puncture was successfully completed with no adverse patient consequences.

Manufacturer narrative:
One 8.5f agilis steerable introducer sheath was received for evaluation. The sheath passed pressure and aspiration leak testing with no anomalies observed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported leak remains unknown.